Manufacturer narrative:
E1: patient city: (B)(6). Patient country: unites states.

Event description:
Reference number (B)(4). Event occurred in the unites states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the quick release. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) with malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The batch 6009055 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for the leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigation test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Functional (leak test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6009055 was manufactured according to the wi version 81, manufactured in the machine m12, on 11/sep/2024 with a total of (B)(4) units. Assembly DHR review: the lot 4h04667 was manufactured according to the wi version 27, manufactured in the line assembly quick set, on 11/sep/2024 with a total of (B)(4) units. The lot 4h04617 was manufactured according to the wi version 27, manufactured in the line assembly quick set, on 26/aug/2024 with a total of (B)(4) units. The lot 4j02105 was manufactured according to the wi version 27, manufactured in the line assembly quick set, on 11/sep/2024 with a total of (B)(4) units. Glue tubing DHR review: the lot 4h04644 was manufactured according to the wi version 42, manufactured in the machine 04-08, on 09/sep/2024 with a total of (B)(4) units. The lot 4j02104 was manufactured according to the wi version 42, manufactured in the machine 04, on 10/sep/2024 with a total of (B)(4) units. The lot 4h03002 was manufactured according to the wi version 42, manufactured in the machine 04-08, on 23/aug/2024 with a total of (B)(4) units. The lot 4h05318 was manufactured according to the wi version 42, manufactured in the machine 05, on 29/aug/2024 with a total of (B)(4) units. The lot 4j02206 was manufactured according to the wi version 42, manufactured in the machine 04, on 11/sep/2024 with a total of (B)(4) units. Trending: a query was run in database on 17/jun/2025 against malfunction code evaluated leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6009055 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.